Manufacturer narrative:
The attached investigation report was inadvertently excluded from the previous follow-up report. (B)(4).

Event description:
The physician reported that after several external shocks (because of wave burst arrhythmia), the pacemaker was not behaving normally (no pacing visible on the ECG, and impossible to interrogate). A re-intervention was performed to correct the issue.

Event description:
The physician reported that after several external shocks (because of wave burst arrhythmia), the pacemaker was not behaving normally (no pacing visible on the ECG, and impossible to interrogate). A re-intervention was performed to correct the issue.

Event description:
The physician reported that after several external shocks (because of wave burst arrhythmia), the pacemaker was not behaving normally (no pacing visible on the ECG, and impossible to interrogate). A re-intervention was performed to correct the issue.

Manufacturer narrative:
.